Event description:
The customer reported the system would not display a live image. No pt injury was reported.

Manufacturer narrative:
The customer cancelled the call. A third party will perform troubleshooting and repair. No conclusion can be drawn as repair info is unavailable.